Event description:
It was reported that piece of the device broke off during the procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: suture passer broke off. Probable root cause: design: inadequate raw material selection and tip geometry not designed to facilitate soft tissue penetration. Manufacturing: instrument tip or needle shaft not manufactured to specification and incorrect raw materials used for manufacture. Application: user technique related factors and difficult anatomy, extremely tough soft tissue. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that piece of the device broke off during the procedure. The piece was retrieved.